Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has experienced periodically elevated blood glucose (bg) levels in the 300's (mg/dl)for approximately a month. Reportedly, customer attributed their bg levels to not being able to afford their continuous glucose monitoring supplies. Customer would administer boluses with the pump to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.